Manufacturer narrative:
(B)(4): physio-control evaluated the device; however, the reported failure was not verified nor duplicated. Proper operation was confirmed during functional and performance testing. The power supply pcb and the main keypad assemblies were replaced as a precautionary measure and the device was returned to the customer. Physio-control further evaluated the removed assemblies; however, the reported failure was not duplicated. The cause of the reported issue was not determined.

Event description:
The paramedics were using the device to treat a pt during a cardiac arrest call. The pt had last been seen 2 1/2 hours prior to the call. The pt's downtime was not known. It was reported that when the device operator attempted to charge the defibrillator, the device reportedly lost power. The unit was then turned back on and again reportedly lost power when the charge button was pressed. An automatic external defibrillator (AED) was subsequently made available by fire department personnel on the scene. No shocks were advised by the AED. The pt was not resuscitated. A clinical review of the reported event determined that the device use did not impact the pt's outcome. Defibrillation was not indicated based on ECG. The pt event continuous ECG record shows an initial ECG with artifact. Also, the power off/or episode duration was 41 seconds and, based on the impedance waveform and ECG, it is evident that CPR was being given to the pt. Following a period of CPR, the pt's ECG shows an organized rhythm. The AED applied to the pt provided a no shock advised determination. The pt is reported to have a medical history of hypertension and renal failure and the downtime was unk.